Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform rewind test, basic occlusion test, occlusion test, prime/ compromised force sensor system test, excessive no delivery test or verify no delivery alarm due to motor error alarm. Motor passed motor test. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that insulin pump had no delivery alarm. The blood glucose at the time of the incident was 215 mg/dl. The customer was assisted with troubleshooting. The customer treated with manual injection. The device will be returned for analysis.